Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing adhesive at the forceps cover and a pinhole on the light guide lens cement. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.